Event description:
Follow up information obtained identified the patient underwent revision of the scs system generator pocket site. During the revision the device was replaced with a new one.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient was having the scs system implantable pulse generator implant pocket revised. No additional information was available at this time.